Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. During testing, the pump powered on to the verify screen with no issues. An ezcarb and ezbg bolus was manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The pump successfully completed a rewind, load, and prime sequence and the pump was exercised for 24 hours with no issues occurring. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.